Event description:
A zoll territory manager contacted zoll customer support to report that a (B)(6) female pt's monitor had a cracked touchscreen. The pt was issued a replacement monitor. Upon servicing, the monitor was unable to power up. A review of the pt's flag files shows a gap in wear time suggesting the monitor was unable to power up in the field.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. As received, the monitor was unable to power up and the touchscreen was cracked. The cause for the power-up failure was the broken u105 flash memory chip. The root cause for the broken chip could not be positively identified. However, as the monitor's touchscreen was cracked, the chip likely broke free from the c/a board when the monitor impacted a hard surface. No adverse event resulted from the defective monitor. The pt was issued a replacement monitor.